Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the sudden return of symptoms were caused by the patient getting pneumonia. The issue has been resolved. The patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient had a sudden change of symptoms that were bad enough to send him to the hospital. Caller stated it wasn't pneumonia but they couldn't figure out what else it could be. It may be related to the device/therapy. The patient's motor skills decreased and they could barely speak. The patient was currently in the hospital. No further complications were reported as a result of this event.